Event description:
Consumer reports accuracy issues when comparing to old meter. Analysis run on clark error grid using competitive reading (150) as ref point vs bd readings (267, 279) yielded data points in the c range of the grid, outside acceptable limits.